Event description:
It was reported that after changing vectors on this left ventricular (lv) lead, an alert was detected for left ventricular automatic threshold (lvat) greater than programmed amplitude or suspended. Technical services (ts) was consulted and upon review it was noticed that this lv lead exhibited high pacing thresholds with possible loss of capture. It was also noted that the lvat entered suspension mode due to fusion beats. Ts discussed programming options and advised to perform an in clinic review of the pacing vectors. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that after changing vectors on this left ventricular (lv) lead, an alert was detected for left ventricular automatic threshold (lvat) greater than programmed amplitude or suspended. Technical services (ts) was consulted and upon review it was noticed that this lv lead exhibited high pacing thresholds with possible loss of capture. It was also noted that the lvat entered suspension mode due to fusion beats. Ts discussed programming options and advised to perform an in clinic review of the pacing vectors. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the suspected loc and lvat alerts persisted. Ts recommended further evaluations of the programmed vectors.